Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results: (operational problem): visual inspection of the returned product found the lens was torn into two pieces. The lens was returned dry and there was evidence of surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted the aq2010v silicone three piece lens +12.0 diopter and the lens was noted to be damaged. The lens was removed and no patient injury was reported. The back up lens, same model was used with out incident. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
2017 is incorrect. Complaint information does not suggest improper or incorrect procedure or method. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter provided additional information, there was no incision enlargement but sutures were used and the back up lens was implanted.